Manufacturer narrative:
Results of investigation: the device/component was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue could not be duplicated and no root cause could be identified.

Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation in the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that the touch screen on this unit does not respond to touch and it appears there is delamination on the bottom right of the screen. There was no patient involvement at the time of the incident.